Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Both the battery and the uninterrupted power supply were replaced. The system then passed all tests. The battery was returned and analysis found that the battery only measured 15.6 vdc due to fets being blown on the uninterrupted power supply. An electrical issue with the battery was confirmed. The uninterrupted power supply has been returned but analysis has not yet been completed on it. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during analysis for another case it was discovered that the battery backup wasn¿t holding a charge. The system would die immediately upon unplugging and the self-test utility said that it was charging while at 0%. No patient was present.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the ups had blown fets. All other outputs voltages are as expected. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.